Manufacturer narrative:
D4 - lot number not provided. H4 - lot number not provided so manufacturing date is unknown.

Event description:
On (B)(6) 2025, a patient received total hip arthroplasty. Interoperatively, a proximal femoral fracture occurred. Cabeling was performed around the fracture area.